Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral stent was broken and could not be used normally.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent was returned with the opened packaging. An evaluation of the physical sample was completed. Two photo samples were submitted showing one end of the pigtail completely broken off the body of the stent. Visual evaluation of the physical sample noted the separation occurred at the proximal pigtail; the material did not appear to be stretched or discolored. The sample passed dimensional requirements the tip and tube inner diameter (at the separation on both parts of the stent) were measured with a pin gauge and found to be 0.043" a 0.050", respectively, and the outer diameter measured 0.0793" and 0.0799 using a laser micrometer. A 0.038" guidewire passed through both parts of the sample without resistance. Although a specific cause cannot be determined, based on the risk document a potential root cause for this event could be, "inappropriate package design". As no patient involvement was reported the device was not used, however, it is intended for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." Correction: d,g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the ureteral stent was broken and could not be used normally.